Event description:
No additional information was able to be provided due to the patient's death after being transplanted (2916596-2024-52519).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that imaging was done post left ventricular assist device (lvad) implant. The results were as followed. Imaging included patent inflow conduit to left ventricle (lv) and patent lvad pump. There was no significant thrombus/stenosis occlusion. There was a mild bend in inflow conduit with no significant stenosis. An eccentric non occlusive thrombus which appeared chronic was found in the caudal segment of outflow conduit connecting to the aorta causing moderate outflow conduit narrowing. There was mild to moderate narrowing of the outflow conduit at it's aortic anastomosis site. A bicuspid calcified aortic valve with possible aortic stenosis (as) was noted and a echocardiogram correlation was suggested. A fusiform ascending aortic aneurysm with dissection as detailed above was noted. Small eccentric thrombus was found in false lumen. There was a mass effect on distal superior vena cava (svc) which caused significant anterior posterior compression. There was an extension of dissection flap up to the sinus/sinotubular junction (stj). There was no coronary involvement at the time. No dissection or aneurysm of aortic arch or descending aorta. The lv was dilated with interventricular septum (ivs) bulging into right atrium (ra). There was anastontosis narrowing. A thick irregular layered eccentric to near circumferential hypodensity with small linear calcification (likely chronic thrombus) was noted in the proximal corrugated part of the outflow conduit extending for a length of ~8 cms within the conduit causing approximately 50-60% conduit stenosis. Inner caliber of the conduit was approximately 21x22mm, maximum thickness of thrombus was approximately 12-13mm and patent lumen minimum caliber was ~5x17mm. No significant large filling defects were identified within the ventricles or atrium. Small layered thrombus within the cavity and appendage could not be ruled out. A bicuspid calcified aortic valve with fused right coronary cusp (rcc) and left coronary cusp (lcc) and a calcified raphe between the two (sevier's bay type I right to left) was noted. There was a plan to rule out the possibility of aortic stenosis. There was smooth fusiform aneurysm of ascending aorta with loss of stj concavity. Aortic annulus did not appear dilated. The maximum diameter of ascending aorta, maximum diameter (including false and true lumen) was approximately 7.2x7.8cms. The dilated ascending aorta length (from stj to innominate a ostium level was approximately 11-12 cms. There was a dissection flap noted in the dilated ascending aorta. The caudal end of the dissection flap was seen extending up to the root (distal sinus /st junction) above the non-coronary cusp (ncc) close to rcc/right coronary artery (rca). There was no dissection flap extension to coronary ostium. The flap extended along the length of ascending aorta up to distal ascending aorta. There was no extension of the flap into the arch or arch branches. There was a very thin eccentric thrombus noted in the false lumen at the cranial end of the dissection flap. There was a large entry/reentry single defect noted in the dissection flap in the ascending aorta. This resulted in equal sized true and false lumen at mid ascending aorta level. The dilated ascending aorta caused mass effect on the distal svc causing significant anterior posterior narrowing of distal svc. A single lead pacing wire noted in the right svc extending into ra and right ventricle (rv), with the tip in the rv apex. The left side aortic arch had normal branching pattern. Aortic arch and descending thoracic aorta was normal caliber with minimal plaques in arch causing no significant discrete stenosis. The innominate artery, left common carotid, and left subclavian artery were normal caliber vessel. There were a few eccentric mixed plaques noted in ostioproximal segment causing no significant discrete stenosis. The right atrium and right ventricle were not dilated. The left atrium (la) appeared prominent. The inter ventricular septa/ position was not in, midline in visualized gated study. There was dilatation of the lv. It measured approximately 7-8 cms in sa diastole. Resulting in ivs bulging towards rv. The aortic valve movement in systole and diastole could not be commented upon (suggested echo correlation). The main pulmonary artery (approximately 40x46mm) was dilated. Prominent branch pulmonary arteries. No significant filling defects/thrombus. There was no discrete stenosis. Lung showed congestive changes with posterior dependent densities. Mild pleural effusion ­to consider pulmonary edema. Sternotomy sutures were seen along with post-operative changes in anterior chest wall. Proximity of the lower sternum (last sternal wire level) to the anterior pericardium. Coronary artery disease (cad) was evident by calcified/atheromatous plaque in coronary arteries. The stenosis could not be ascertained due to the poor study of coronaries and metallic artifacts obscuring the distal coronaries. A catheter angiogram correlation was considered if clinically indicated. Electrocardiogram (ECG) gated study of chest in aortogram phase followed by on ECG gated computed tomography (CT) chest and upper abdomen in venous phase done post single dose of intravenous (IV) contrast. It was noted that suboptimal study due to significant metallic artifacts front the lvad device and motion artifacts. Also note inadequate heartrate (hr) control leading 10 poor CT coronary angiogram study. This was the status post lvad implantation (2014) on follow up to look for thrombus/occlusion in the inlet or outlet conduits of the lvad. The lvad was noted in situ. The inflow conduit was seen connected to lv apex and the outflow conduit was seen connected to the proximal ascending aorta. The lvad pump appeared unremarkable. Both conduits appeared intact with no fracture. There was no evidence of dehiscence. There was no significant peri conduit collection/ enhancement seen. There was no mediastinal hematoma either. No active contrast extravasation/ pseudoaneurysm formation could be identified at the conduit anastomosis site at acending aorta and left ventricular apex. The lvad inflow conduit lumen and the pump chamber was patent with no evidence of filling defects within significant conduit obstruction. However small filling defects within the conduit/pump chamber could not be ruled out. There was a mild bend with no significant narrowing stenosis of the pump end of the lv inflow conduit. No significant stenosis at the inflow conduit anastomosis with lv apex. The outflow conduit anastomosis with aorta showed mild to moderate plaques.

Manufacturer narrative:
Section b3: the event date was estimated. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas) the reported events could not be conclusively established through this evaluation. The serial number of the device was not provided. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. B is currently available. Section 1, ¿introduction¿, lists potential adverse events, including thromboembolic events and bleeding, that may be associated with the use of the heartmate ii left ventricular assist system. Section 6, ¿patient care and management,¿ lists thromboembolism as a potential late postimplant complication. Under ¿anticoagulation," this section also provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.